Event description:
The recipient reportedly experienced leakage from the implant site and nausea following a head trauma. The recipient also experienced a fever, however, all the symptoms subsided within a few days. The recipient was given antibiotics (type unknown). The recipient's device had been activated and was able to use the device at the time of the head trauma. The implant site looks within normal limits.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issue has reportedly resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.